Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml (dose 700-800 mcg/day) via an implanted pump. Indications for use were listed as intractable spasticity and multiple sclerosis. The patient was hospitalized on (B)(6) 2016 for infection and to rule out aspiration pneumonia. Further information was not provided regarding the infection. However, it was further reported the drug was lioresal 2000 mcg/ml (dose 785.9 mcg/day). This was discrepant from what was initially reported. Follow-up is underway to clarify this information. The baclofen lot number was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.